Event description:
The user facility reported that a radifocus glidewire advantage "got stuck" in a balloon catheter during a procedure. Follow up communication with the user facility confirmed: the wire became trapped in the gps arrow balloon catheter when the device was being removed; the glidewire and balloon were removed together; and it was reported that no harm came to the patient.

Manufacturer narrative:
Results/conclusion is based upon evaluation of user facility information and the returned sample; is based upon testing of undamaged sections of the returned sample. The actual device was returned to the manufacturing facility in (B)(4) for evaluation. Visual inspection identified that the urethane layer had been completely removed exposing the core wire. Inspection of the core wire showed a line of abrasion on the surface indicating that the wire had come into contact with a sharp object. Microscopic inspection confirmed the urethane layer had been properly attached to the core wire at the proximal end prior to separation. Further inspection showed that the ptfe coating had been sheared off the shaft intermittently approximately 305-385mm from the distal end. Magnified inspection showed that the shearing had been generated in the longitudinal distal direction from the proximal. A test sample from the involved product code was used to intentionally simulate the observed damage to the returned device. The results confirmed that the core wire was exposed when the device was pushed against a sharp object and then pulled in the proximal direction. This resulted in the urethane coating shearing off in the distal direction and exposing the core wire. A review of the device history record confirmed there was no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, the investigation findings show that it is likely the proximal end of the urethane coating of the actual sample was subjected to an external force which exceeded the strength limit of this product, resulting in the urethane layer completely peeling off. Furthermore, when the urethane layer was peeling off, the core wire became exposed to an excessive abrading force resulting in the abrasion observed during microscopic inspection. The device labeling does address the potential for such an event with statements in the warnings / precautions section of the instructions-for-use that state, "do not use the glidewire advantage with devices which contain metal parts such as atherectomy catheters, laser catheter or metal introduction devices as they may cause the glidewire advantage plastic coating to shear and/or sever the wire." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).